Event description:
The recipient reportedly experienced no response to stimulation. Device testing confirmed open electrodes. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed damaged silicone overmold and the electrode was severed near the array and the case notch. The photographic imaging inspection revealed broken wires between the fantail and the ground ring. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy (sem) analysis of the electrode revealed all wires exhibited tensile breaks between the fantail and ground ring. The photographic imaging and sem analysis revealed all electrode wires were broken between the fantail and the ground ring region. It is believed that these breaks caused the open impedances measure at the clinic. Advanced bionics will continue to monitor for failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.